Event description:
The account alleged the side rail was completely broken off the bed frame. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.